Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.